Manufacturer narrative:
Eval completed. One opened pack was returned without the label. The part number and lot number cannot be verified or determined. The pack contains a 25ga cutter. The tip protector was not returned. The needle was bent approximately 15 degrees. The port window was in the opened position. There was fluid in the lines. The back cap was aligned correctly with the vent hole in the side of the cutter body. A functional test was performed using a stellaris pc system. The cutter would not cut. The inner needle would not actuate/move at various cut rates. It should be noted that a bent needle condition could contribute to poor cutting performance. The cause of the bent needle could not be determined. The cutter did aspirate as required. A lot number was not provided; therefore the sterilization and lot history records could not be reviewed.

Event description:
The user facility in (B)(6) reported the cutter did not cut. It was unk if the aspiration continued or not. No patient injury reported.